Event description:
Patient presented to the physician with the stimulation lead exposed through the incision site. Physician brought the patient into the or, flushed the area with antibiotics, then placed the lead under the muscle layer. This resolved the issue.